Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial fibrillation (af). The lead was programmed off. No patient complications have been reported as a result of this event.